Manufacturer narrative:
Based on the pictures provided for investigation, the questionable low results were caused by a pre-analytical handling issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crp4 (tina-quant c-reactive protein IV) and crej2 (creatinine jaffé gen. 2) assays on a cobas integra 400 plus analyzer. The sample initially resulted in a crp4 value of 0.6 mg/l accompanied by a data flag and repeated as 35.16 mg/l. The sample initially resulted in a crej2 value of 0.0 mg/dl with no flags and repeated as 1.1 mg/dl. The initial questionable results were reported outside of the laboratory and corrected. The crp4 and crej2 reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
Pre-analytics were checked with the customer. The instrument maintenance was checked and the probes were exchanged during a previous service visit.